Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure the suture broke. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were visually tested and no defects were observed. The samples were tested for knot pull tensile strength and they met the requirements. No manufacturing defects were observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.